Event description:
The pt's grandfather who is a doctor reported that his granddaughter noticed the site was red, raised, very itchy and it was welting after she wore the pod for about a day. The irritation spread from her back to her abdomen, leg and her face. She was taken to the emergency room where she was treated with benadryl and epinephrine for her site irritation. He stated that her site cleared up after that. He did not provide any further info regarding the ER visit. Attempts were made to contact the pt's parent to provide additional info. Messages were left, but they did not return the calls.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's site irritation. No qualification and sterilization records were reviewed because no product lot number was reported.